Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. Cause was not known. Customer administered a correction injection as well as performed a supply change to address the bg. Recommendation was made to consult a healthcare provider in regards to diabetes management. In addition, it was reported that the insulin gauge was inaccurate and static. Customer continued to use the existing cartridge. Customer continued to use the pump for insulin therapy.